Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular lead displayed shock impedance measurements of ten ohms. During the last follow up this year, normal measurements had been obtained, however a e intermittent variable low out of range measurements for the past five months. The patient with this device has not required pacing or tachycardia therapy since device implant. The patient is a truck driver and uses frequent vigorous daily arm movements to maintain his truck. All other measurements remain satisfactory. As the patient's ejection fraction has stabilized; a decision has been made to further monitor this system. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.